Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 17-apr-2016 and forwarded to bayer on 04-aug-2016. Consumer denied nickel allergy. On (B)(6) 2014 the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. The left fallopian tube was narrow. This made insertion difficult. The doctor forced the coil through. The patient fainted. She stayed three hours to recover from the extreme pain. The doctor was afraid that the tube had been perforated. Novasure treatment was reported. The patient had to come for a check-up. Contrast fluid was injected. This was approx. 3 weeks after insertion. The fallopian tubes were, however, blocked. In (B)(6) 2015 the consumer experienced abdomen pain, groin pain, breasts pain, depressive feelings, dizziness, increase/decrease of weight, tiredness, restless feelings, mood swings, emotionally out of balance, and menopause complaints. Consumer stated that her left fallopian tube is always sensible, fluid retention, and fluid behind the lungs. She also reported problems with panic attacks and that she was look for psychological help for the feelings of anxiety. She reported problems with movements, work-related problems, and relation and/or family problems. She contacted a doctor and visited a gynecologist. A blood test was performed and nothing was found. She was medicated. Essure, fallopian tubes and uterus were removed. She did not recover. Company causality comment:this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the doctor was afraid that the tube had been perforated. Essure, fallopian tubes and uterus were removed. This event, seen as suspicion of fallopian tube perforation, is serious and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of fallopian tube perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Quality safety evaluation received on 29-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-sep-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the doctor was afraid that the tube had been perforated. Essure, fallopian tubes and uterus were removed. This event, seen as suspicion of fallopian tube perforation, is serious and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of fallopian tube perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. According to technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information could be obtained.